Event description:
A malfunction identified as malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump, and successfully reset it without the malfunction code recurring. The pump was deemed safe for continued use, and the customer was advised to contact technical support again if the issue reoccurred.